Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump was continuously beeping. There was no reported adverse event.

Event description:
Additional information was received indicating that there was no patient involved.

Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for analysis. The moment the device was powered up the device started double beeping. It's recommended to replace the downstream sensor.